Event description:
It was reported on (b)(6) 2026 that the patient¿s two infusion sets were infusion sets fell off and pulled out. Patient experienced high blood level and treated with multiple daily injection.

Manufacturer narrative:
Initial 1 of 2.Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration NumberReporting Site: 8021545,Manufacturing Site: 3003442380.